Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. The patient continued to have a csf leak. They were taken to surgery to explore the catheter. Surgeon replaced the catheter as a precaution. The old catheter was tested and no holes found. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml lioresal at 100 mcg. The reason for use was intractable spasticity. It was reported that the patient came to office for wound check and found cerebral spinal fluid (csf) leakage at the catheter incision site. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included surgery on (B)(6) 2019 to tie purse string suture around catheter entry site and also glued site. The issue was resolved at the time of the report and as of (B)(6) 2019 they stated ¿patient doing well after surgery.¿ additional information was received on (B)(6) 2019 from the rep. It was reported that the doctor thought it was resolved, but it was not. The patient was leaking still on the day of the report. Caller stated the dye study showed the catheter is intact. Caller reported surgery will happen this afternoon to close it up. Caller wanted compatibility on bovie. There were no further complications reported/anticipated.